Event description:
It was reported that during a hip arthroscopy procedure using sidewinder blade icw wand, the wand presented an error message and the screen showed interference with the camera. The wand was also reportedly shorting out. Another sidewinder wand was opened and the procedure was completed without delay. There were no pt complications reported as a result of this incident.